Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery became hot to touch while charging. The customer reported no alerts or alarms occurred. The customer's blood glucose was 139 mg/dl.